Event description:
It was reported that the 9800 sys would not boot up and had an error message prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cpu upgrade kit and the software upgrade were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.